Event description:
It was reported that the prograsp forceps cable was torn and movement was no longer fully possible. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .